Event description:
It was reported that the physician attempted to implant this right ventricular (rv) lead. The first placement provided sub-optimal amplitude measurements. The physician repositioned this rv lead but was unsuccessful. Upon extraction it was discovered the helix was not retracting. An x-ray was performed and found the helix had broken and a fragment remained in the myocardium. Another rv lead was successfully implanted to complete this procedure. This rv lead is expected to be returned but has yet been received. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.